Event description:
Dr was attempting to primarily stent a left renal artery with a 16mm intrastent. He approached the procedure from a femoral approach. He used a 035 rosen guide wire from cook. He utilized a 6fr. Short sheath. No guide catheter or long sheath was utilized. He advanced the 5x2 balloon (ultrathin diamond) mounted stent combination through the sheath and subsequently advanced the device to the renal artery orifice. He was unable to cross the tight lesion and attempted to remove the device from the pt. The stent dislodged from the balloon however maintained a guide wire through the unexpanded stent lumen. Attempts were made to recross the stent with a smaller "pta" balloon but upon these attempts the stent became free of the guide wire. The stent then migrated to the level of the popliteal artery. The pt was then scheduled for stent removal by a vascular surgeon. The pt will return at a later date for renovascularization and stenting.